Event description:
It was reported by the surgeon that 8 out of 50 pts experienced cellulitis following total knee procedures. The surgeon reported he placed the pump either "subcutaneously or intra-articular." The surgeon reported that the pts were prescribed add'l antibiotics and referred to the infection control center. The surgeon stated he did not take any cultures, and could not verify if infection control did. The surgeon reported, "they do not know specifically that the pump was the cause of the cellulitis."